Event description:
Customer reported issues with the insulin pump. Customer states that the lcd screen is destroyed on the insulin pump. The blood glucose reading is 78 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with physical damage, cracked and bleeding lcd glass. Insulin pump had minor scratches on lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. Insulin pump was unable to perform the displacement test due to display anomaly.